Event description:
It was reported that the patient had the implantable neurostimulator (ins) explanted on the day prior to this report. The reporter stated that the patient had gone through a month and a half of suffering. The reporter stated that the patient was thin and the ins had to be removed due to the patient¿s low body fat content. The reporter stated that the ins and wire were ¿rigidly mounted¿ so it ¿ripped and tore¿ the patient inside when the patient moved. It was noted that the patient now had a large scar down her neck, shoulder and back. The reporter stated that the ins had been lying on top of the patient¿s ribs and looked like a ¿sardine can¿ under the patient¿s skin.

Manufacturer narrative:
Concomitant products: product ID 3708340, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3998, lot # va055f0, implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3998, lot # va055f0, implanted: (B)(6) 2013, product type lead. (B)(4).